Event description:
Customer reportedly received results of 447 mg/dl and 98 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer will not be returning the system and declined a replacement.